Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple issues. The patient's blood glucose at the time of the incidents is unknown. During troubleshooting the customer stated that the insulin pump had physical damage. The screen was scratched and the customer had difficulty reading the display. Additionally, the customer had persistent battery issues. At times the insulin pump battery would last for an entire month. However, the customer experienced a failed battery test alarm immediately after inserting a new battery. The display would sometimes go blank and when the device was restarted the settings would be erased. The customer was advised to revert to their medically prescribed back-up plan. The insulin pump will be returned for analysis.